Manufacturer narrative:
Initial reporter occupation: occupation is patient/consumer. The meter and test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory.

Event description:
There was a complaint of questionable inr results with coaguchek xs meter (B)(4) compared to an unknown laboratory method. The result from the meter at 1:55 p.m. Was 5.8 inr. The result from the meter at 1:58 p.m. Was 5.4 inr. The result from the laboratory at 2:55 p.m. Was 3.6 inr. The patient was advised to hold the warfarin dose for one day based on this result. The patient¿s therapeutic range is 2.0-3.0 inr.